Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 30x2.70mm, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 38 x 2.75 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The stent was removed and a dissection was discovered in the rca. A different kind of stent was delivered and deployed to cover both the dissection and the target lesion. The procedure was completed with no further patient complications reported and the patient's status was stable.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 30x2.70mm, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 38 x 2.75 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The stent was removed and a dissection was discovered in the rca. A different kind of stent was delivered and deployed to cover both the dissection and the target lesion. The procedure was completed with no further patient complications reported and the patient's status was stable.